Event description:
It was reported that during a demo, the device failed to move upwards the stairs with an approximate 90 kg person. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
Updated catalog number. Still waiting on the serial number and investigation to be completed.

Event description:
It was reported that during a demo, the device failed to move upwards the stairs with an approximate 90 kg person. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
Updated the codes after investigation.

Event description:
It was reported that during a demo, the device failed to move upwards the stairs with an approximate 90 kg person. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Manufacturer narrative:
Added serial number. This is still pending evaluation.

Event description:
It was reported that during a demo, the device failed to move upwards the stairs with an approximate 90 kg person. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.